Manufacturer narrative:
Upon receipt, the device was interrogated, presenting the ICD in backup mode. The battery status of the device was bos. The memory content of the device was analyzed, revealing that the device automatically activated the backup mode on (B)(6) 2018, because it detected invalid memory content during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will by design activate backup mode. The ability of the device to deliver therapies is not affected by the safety mechanism. In a next step, the returned device data were thoroughly inspected. The inspection showed that the device activated the backup mode also on (B)(6) 2018 as well as on (B)(6) 2018 due to the detection of invalid memory content. Further analysis showed that the invalid memory content occurred in the same memory area for all documented occurrences. The device was further extensively tested, containing stress tests under different temperature environments. During the tests the invalid memory content could be reproduced and the root cause could be narrowed down to a damaged memory cell of the electronic module. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test, including multiple memory tests, proved the device functions to be as specified. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This device has gone into backup mode twice since implant. Once on (B)(6) 2018 and once on (B)(6) 2018. The patient said she was at home both times and could not remember using electronic devices or anything with a magnet.